Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Root cause: the root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into an unrelated event, a device malfunction was found. Electrode belt (B)(4) failed incoming functionality testing.